Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent along with tandem charging supplies, and provided instructions for putting the current pump into storage mode and returning it to tandem. The customer understood and acknowledged the instructions and would continue using the current pump as backup therapy until the replacement arrived.